Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customers reported problem was confirmed, the outer tube is damaged. The inspection also noted the scope produces insufficient/poor illumination due to broken light guide fiber bundle breakage. The review of the device history records for the affected lot or serial number without showing any non conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the autoclavable telescope has a reported broken off component, missing outer tube. The customer reported problem was found at inspection before use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.